Event description:
It was reported by the patient that after a storm, the lights on the remote monitor are unable to be cleared. Multiple outlets were attempted with the same results. A new monitor will be sent to patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.